Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded pin was incarcerated in an attune tibia cut block and broken into two pieces. One piece stayed inside pin driver and second side was stuck in cut block. Slight delay to get block off patient by cutting pin and unscrewing manually. No patient harm.